Event description:
A consumer reported that after cataract surgery with intraocular lens (iol) implantation in left eye, she was unhappy with vision at all distances. The consumer underwent the procedure approximately three years ago. Despite addressing these concerns with her surgeon prior to undergoing surgery on the second eye, the surgeon thought the issues would be resolved when the second eye was done. According to her the distance vision was somewhere around 20/50. She also mentioned scar tissue built up and a yttrium-aluminum-garnet (yag) laser was done in her left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. Patient indicated they were diagnosed with dry eyes. Patient was informed of the advanced technology intraocular lens (atiol) program. Patient to discuss options with surgeon. No further information has been provided. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction: the FDA patient event code, e0812 was added inadvertently in initial MDR. It should have been e0849. It has been corrected now. The manufacturer internal reference number is: (B)(4).